Manufacturer narrative:
The physician is not alleging a product malfunction caused or contributed to the patient adverse event and the product was not returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by the hospital staff and is unavailable for return to egs. The physician is alleging the tif procedure may have caused/contributed to the reported gastric perforation after the procedure. Based on the available information received by egs, the cause of the reported incident could not be conclusively determined. It cannot be conclusively determined if the use of bougies, initial hiatal hernia repair procedure, diagnosed hiatal hernia on patient return, tif procedure, a combination of both procedures, or subsequent medical intervention at either of the medical facilities caused or contributed to this adverse event.

Event description:
A patient underwent a hiatal hernia repair followed by a successfully completed tif procedure where an unknown number of bougies were used to dilate the esophagus prior to insertion of the esophyx device. The patient returned to the hospital one-week post-procedures due to shortness of breath and was diagnosed with a hiatal hernia and gastric perforation. The physician believes that four fasteners pulled through the stomach resulting in a hole that leaked into the left chest. The patient underwent a robotic repair of the reported gastric perforation and was transferred to another facility for thoracotomy and decortication.

Manufacturer narrative:
Egs received information that the patient had retched significantly post-op, the same night of the procedure and there was a recurrence of the hiatal hernia. Egs provides post-op care instruction to prevent retching in patients. Egs has identified retching as a causing or contributing factor to the reported issue of fasteners being pulled through gej tissue, potentially resulting in a perforation. After following up on 27 september 2022, the patient was reportedly discharged following treatment and is doing well. Egs has reviewed the health effect clinical codes used in the prior submission and has concluded the code is being updated to 2001 (perforation) for this report.

Manufacturer narrative:
Updating health effect clinical code (e) to only include: 2001, and 2240. Updating health effect impact code (f) to only include: 4614, 4621, 4641, 4607, and 4625. Updating type of investigation (b) to only include: 4112, 4109, 4110, 4115, and 4111.

Manufacturer narrative:
Endogastric solutions reviewed this event/MDR with dr. Ross segan, md, who provided his medical opinion on the associated harm(s) which should be trended for this event/MDR. Per dr. Segan's medical opinion, the health effect - clinical code field has been updated to reflect perforation and empyema as the harms associated with this report.